Manufacturer narrative:
The software investigation found that the reported event was related to an incorrect setup of patient orientation on the o-arm pendant. The issue has not reoccurred since rt ensured the correct orientation was selected on the o-arm pendant. Several o-arm cases have been completed without any issues.

Event description:
A medtronic representative reported that, during a spinal fusion, the patient images that are transferred from the imaging system to the navigation system were appearing flipped in the anterior/posterior orientation in trajectory 2 view. The site was able to adjust the orientation on the navigation system. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient age not available from the site.patient weight not available from the site.a medtronic representative, following up with the site, reported that the orientation is correct on the imaging system and the images have to be flipped left/right and superior/inferior to appear correctly in the trajectory views. A medtronic representative found that this behavior only intermittently occurs and is not reproducible on every exam transfer. No parts have been returned to manufacturer for analysis.